Manufacturer narrative:
Patient age at time of event : 18 years of age or older. (B)(4). A visual examination identified the device showed no damage. Functional testing was completed on the device with the regards to the blade rotation and other functions of the product. The device functioned as designed. With the lack of information from the customer site on what the issue was with the device, analysis was done by completing the aspiration testing of the device which revealed the device did not perform as designed. Inspection of the remainder of the device, revealed no other damage or irregularities. Dissection of the catheter shaft showed that the drive coil liner showed damage in multiple areas along the drive shaft which contributed to the low aspiration. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on the product analysis completed on september 12, 2018. It was reported that during use of 2.1mm jetstream xc catheter in the superficial femoral artery (sfa), it did not work properly and was exchanged for another one to complete the procedure. No patient consequences were reported and the patient reported to be fine post procedure. However, the returned product analysis revealed the functional testing of fluid aspiration was out of specification.